Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes.

Manufacturer narrative:
(B)(6). Date of onset for the patient¿s adjacent level disc degeneration is unknown; however, radiographic assessment confirmed the diagnosis on (B)(6) 2015. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. (B)(4) patient¿s adjacent level disc degeneration. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient (B)(6) began experiencing neck/arm pain six (6) weeks to a year prior to surgery. On (B)(6) 2007, the patient was implanted with a large-5mm prodisc-c implant at level c5-c6. Antibiotics were administered intra-operatively. There were no complications during surgery and no complications noted during discharge on (B)(6) 2007. (B)(6) 2009: radiological assessment showed severe bone bridging at c5-c6. (B)(6) 2009: the patient experienced mild, occasional neck and trapezial pain. The patient was prescribed aleve and (some) hydrocodone. State of event = resolved. (B)(6) 2010: the patient had hoarseness of the throat. (B)(6) 2015: adjacent level disc degeneration (ddd) was detectable on the radiological assessment. This report will address the patient's adjacent level disc degeneration. This report is for one (1) unknown prodisc-c implant. This report is 3 of 3 for (B)(4).